Event description:
Vague report of an overinfusion of morphine during clinical use. There was patient injury. The initial reporter did not know the type of injury was unknown, what if any type of intervention/treatment was given, syringe size, rate, vtbi, tubing product code and lot number, and time of event.